Manufacturer narrative:
Arjohuntleigh received the customer complaint related to maxi sky 1000 ceiling lift. Following the information reported, during using the lift with bariatric resident, the up-movement started although any commends were being given. Multiple attempts made by caregiver to stop independent lift movement were made unsuccessfully. After lifting the resident, the spreader bar with the resident attached to them dropped on the bed causing patient injury. Despite our best effort, the exact medical consequences to health were not revealed. After the alleged event, the device was turned off by pulling the emergency stop cord which permits user to turn on/off the ceiling lift and the device was transferred by caregiver to the charging station. It should be empathized that the ceiling devices are certificated in compliance with iec60601-1-2 and iso 10535 what means that they are equipped with the safety factors: the emergency stop can be activated at any time to stop the functioning of the lift, the manual emergency lowering provides a safe way of getting the patient down onto a chair, bed or wheelchair if the ceiling lift malfunctions when a patient is being transferred. The instruction how use these functions is described step by step in the instruction for use (IFU 001.14160.33.en rev.16) which was delivered with device. Additionally, the device instruction for use (IFU) clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the various controls and features of the maxi sky 1000 and ensure that any action or check specified is carried out before commencing to lift a patient. If the caregiver follows every guideline given in the ceiling device lift instruction for use, there is a very low possibility of any potentially risky situation to occur. Despite our best effort to contact with the end user of the device, the baptist memorial hospital was not able to provide more details related to circumstances of the alleged incident because the caregiver involved in the incident left company. In respect to this information, this may be a sign that we may end up with some questions unanswered. We cannot confirm if the transfer was performed according to instructions included in the instruction for use. Sum up, due to very limited information forwarded to us, the cause of issue was not established. Unfortunately the device was not available for our inspection so we were not able to confirm if the was any technical malfunction of the device. Nevertheless, according to information provided to us by the customer facility representative, there was no malfunction identified within the device. When reviewing similar reportable events registered in the last five (5) years for maxi sky 1000 and similar ceiling lift v10, we have found no similar reportable complaints. According to that, this particular complaint appears to be an isolated occurrence. It was possible to establish that maxi sky 1000 was in use at the time of the event. Although no technical malfunction was confirmed, the ceiling lift did not meet its performance specification in regards to reported unintended movement of the device. We find this complaint to be reportable to the competent authorities due to allegation of the patient injury.

Event description:
Arjohuntleigh received the customer complaint related to maxi sky 1000 ceiling lift. Following the information reported, during using the lift with bariatric resident, the up-movement started although any commends were being given. Multiple attempts made by caregiver to stop independent lift movement were made unsuccessfully. After lifting the resident, the spreader bar with the resident attached to them dropped on the bed causing patient injury. Despite our best effort, the exact medical consequences to health were not revealed. After the alleged event, the device was turned off by pulling the emergency stop cord which permits user to turn on/off the ceiling lift and the device was transferred by caregiver to the charging station.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received the customer complaint related to maxi sky 1000 ceiling lift. It was indicated that during preparing the device for use with bariatric resident the uncommanded movement of the device occurred. Multiple attempts made by caregiver to stop independent lift action were unsuccessful. We received an allegation that there was no known patient injury after an uncommanded dropping of spreader bar. Please be aware that finally, the movement of the lift was stopped by the emergency cord. At this time, the cause of malfunction is unknown. We try to contact with the customer to establish more details related to claimed issue.